Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump was under delivering. The customer¿s blood glucose level was over 400 mg/dl at the time of incident and current blood glucose level was also over 400 mg/dl. The customer was alleging under delivery as the customer had high blood glucose level from over a month. The customer reported that the drive support cap was normal and performed high pressure test and it passed. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.